Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was having issues with the infusion sets. The customer experienced high blood glucose levels. Customer's blood glucose level went up to 587 mg/dl. The customer was ill and on steroids for the last month and he also had cataract surgery that caused his high blood glucose level. The device was not returned.